Event description:
Per the clinic, the patient also was treated with topical antibiotics during explant on (B)(6) 2024 (specific duration not reported).

Event description:
Per the clinic, the patient experienced a post-op infection at the incision site and was treated with antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2024, and there are plans to re-implant the recipient with a new cochlear device after the infection resolves.